Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the tissue pad was severely worn. Both the probe tip and the grasping section had contact marks with each other. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, short circuit error did not occur. The manufacturing record was reviewed, with no irregularities noted. These types of the tissue pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was known that the reported error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic distal gastrectomy, the subject device was used. In the procedure, the tissue pad of the subject device was worn and the error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the tissue pad was severely worn and the coating of grasping section was partially missing on may 1, 2017. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the severely worn tissue pad.